Event description:
In the medical literature, a (B)(6) -year-old man with history of esophageal cancer surgery, was implanted with a gore-tex® vascular graft for an abdominal aortic aneurysm. The graft was wrapped with the aneurysmal wall which was strongly adherent to the surrounding tissues near the inferior vena cava. The patient was discharged on the (B)(6) postoperative day with no complications. It was stated that a 50mm perigraft seroma was observed one year later which increased to over 70mm in the next 6 months. The gore-tex® vascular graft was resected and replaced with a dacron graft by a laparotomy.

Manufacturer narrative:
Ando t, morito h, okada h, furukawa h. Perigraft seroma with minute observations after gore-tex graft implantation. Asian cardiovascular & thoracic annals 2014; 0(0): 1¿3. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Manufacturer narrative:
After further investigation it was determined that this event was already reported under manufacturer's report number: 2017233-2013-00262; therefore, we are retracting this medwatch.